Event description:
It was reported that the patient phoned into patient services and reported having "fainty spells." The patient was advised to contact their physician regarding their symptoms. Follow-up was attempted with the patient's clinic on file. The healthcare professional (hcp) indicated the patient is no longer followed at that clinic and did not have a name or number of the patient's new physician. Unable to verify the patient's reported symptoms and their relation to their implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.